Event description:
It was reported that the patient experienced difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The physician suspected that the ipg had flipped in the pocket, however imaging was not performed to confirm. The patient underwent a procedure in which it was confirmed that the ipg had not flipped, and the physician decided to replace the ipg.

Event description:
It was reported that the patient experienced difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The physician suspected that the ipg had flipped in the pocket, however imaging was not performed to confirm. The patient underwent a procedure in which it was confirmed that the ipg had not flipped, and the physician decided to replace the ipg. It was additionally reported that the patient is doing well post operatively, and is able to charge her new ipg.

Manufacturer narrative:
The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as failure to follow instructions.

Event description:
It was reported that the patient experienced difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The physician suspected that the ipg had flipped in the pocket, however imaging was not performed to confirm. The patient underwent a procedure in which it was confirmed that the ipg had not flipped, and the physician decided to replace the ipg. It was additionally reported that the patient is doing well post operatively, and is able to charge her new ipg.

Manufacturer narrative:
Correction to follow-up #2 MDR in bocks: b1, e1, g4, and h6. Additional pro codes: qrb

Event description:
It was reported that the spinal cord stimulator (scs) patient experienced increased pain due to loss of stimulation due to a depleted implantable pulse generator (ipg). The patient had difficulty charging the ipg and the physician suspected that the ipg had flipped in the pocket, however imaging was not performed to confirm. The patient underwent a procedure in which it was confirmed that the ipg had not flipped, and the physician decided to replace the ipg. It was additionally reported that the patient is doing well post operatively and is able to charge her new ipg.